Event description:
The customer reported that the device would not discharge energy and displayed an error onscreen.

Manufacturer narrative:
(B)(4). The customer reported that the device would not discharge energy and displayed an error onscreen. There was no report of negative patient impact. The device was evaluated locally. Both the power and control pcas were replaced to resolve the issue. We cannot determine the cause since multiple parts were replaced.